Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported by the patient that their pacemaker was allowing their heart rate to go down into the "bradycardia range". The device is still in use. There were no patient complications reported as a result of this event.